Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor function properly and no anomaly noted. The reservoir tube feature properly and no anomaly noted. Inserted a water test reservoir, programmed with multiple boluses and monitored three days; all boluses delivered properly and were listed in the bolus history screen. The test reservoir units left matches properly to the units left on the insulin pump status screen noted. No bolus delivery anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the reservoir piston does not stop and the buttons are not responsive and do not work. Customer's blood glucose was 196 mg/dl at the time of incident. Troubleshooting advised customer that a replacement pump would be shipped and to return the product for analysis. No further details given.